Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/16/2015. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Wcq received an e-mail from the ethicon risk manager stating the following: it was reported that the patient underwent a surgical procedure on (B)(6), 2008 and prolift was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.